Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008, that a gold probe was used for a hemostasis procedure. According to the complainant, difficulty was experienced injecting the site and the syringe was difficult to expel. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The june 2008 15-month gold probes hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.